Event description:
On november 3rd, 2009, the customer contacted baxter to advise that a colleague volumetric infusion pump (product code and serial number unknown) encountered a failure. The problem was noted during use on a patient, and there was patient injury reported. The patient outcome is still unknown. The device availability for evaluation and the software version is unknown at this time. Despite several attempts made by baxter, no additional information has been obtained regarding this event at this time.

Manufacturer narrative:
Additional information was received from the facility's risk manager (rm), indicating that the files the rm has cannot confirm that this event took place, that the rm believes this complaint is 'hearsay', and that there is no documentation that it actually occurred. The rm also indicated that she cannot confirm that any patient injury/event did in fact occur. Therefore, this complaint will be closed.

Manufacturer narrative:
The device availability for evaluation is unknown at this time. Despite several attempts made by baxter, no additional information has been obtained regarding this event at this time. If additional information becomes available or if the device is returned for evaluation, a follow-up report will be submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 480 mg/dl, 255 mg/dl, and 114 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.